Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was determined to be user error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During follow-up for an unrelated alarm, a home patient (hp) reported, the cap on the patient line was missing. The hp stated, she did not know if the cap fell off or if it was missing when she initially set-up for therapy. There was no patient injury or medical intervention reported.